Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer was not following the recommended load sequence process. Tandem technical support educated customer on proper load sequence labeling. Customer cleared the alarm and resumed insulin therapy. Customer's blood glucose was 181 mg/dl.

Manufacturer narrative:
Per tandem user guide: do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high bg, or mdiabetic ketoacidosis (dka) no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.